Event description:
Complainant alleged that clinicians were attempting to defibrillate a patient (age and gender unknown) but the device failed to discharge energy on three separate attempts. There was on indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.